Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3,h4,h6 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the photo found that the speedtitan compression impl kit 25x20x20 was in the opened packaging. The given evidence presents the device has signs of breakage at the see sku table part. As the package was open the root cause can not be established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for speedtitan compression impl kit 25x20x20. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. H4,h6 part # se-2520ti. Synthes lot # mse200102. Supplier lot # mse200102. Release to warehouse date: 27 oct 2020. Supplier: (B)(4). No non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the insertion handle was cracked when the implant was opened onto the surgical field. The surgery was completed successfully with a surgical delay of 10 minutes. They had used a different implant. This report is for one (1) speedtitan compression impl kit 25x20x20 this is report 1 of 1 for complaint (B)(4).